Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 5,000 mg/ml unknown morphine at a dose of 240.4 mg/day via an implantable infusion pump for spinal pain. It was reported that an active motor stall was seen at initial interrogation and it was unknown if the patient had recently had an MRI. The patient came to the clinic today to discuss having the pump removed and making any necessary programming adjustments when they confirmed a motor stall that occurred (B)(6) 2017 with stopped pump period may exceed tube set (B)(6) 2017 per the event logs. There were no audible pump alarms that were heard and no MRI as far as the hcp knew. The patient was asymptomatic and no symptoms were reported. No further complications were expected or anticipated.